Event description:
(B)(4).same case as MFR# 2134265-2009-06261 it was reported that post a coronary stenting treatment procedure, the patient expired. The 100% stenosis, 3x32mm target lesion 1 was located in the left anterior descending (lad) artery. A 3x32mm liberte stent was implanted and the residual stenosis was 5%. Next, the totally occluded 2.7x20mm target lesion 2 was located in the circumflex (cx). A 2.75x20mm liberte stent was implanted and the stenosis was reduced to 5%. Nine days after the index procedure, the patient expired. Cause of death is unknown.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This is due to a known physiological effect of the procedure noted within the directions for use.(B)(4). Product not returned for analysis.